Manufacturer narrative:
Device was implanted at time of event. Date of event has been entered as 16jul2020, the date the patient was admitted due driveline infection. Estela azeka et al. Transplantation proceedings, 57, 1281-1283 (2025). Doi: 10.1016/j.transproceed.2025.08.009. Instituto do coracao (incor) hospital das clinicas da faculdade de medicina da universidade, de sao paulo, sp, brazil. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article titled ¿first successful heartmate 3 implantation in the pediatric population in brazil¿ identifying that the hm3 is associated with infection and neurological event (ischemic attack). This is a case study of a 12-year-old boy was admitted to the heart institute (incor) at the university of sao paulo medical school in cardiogenic shock. He was transferred to another hospital on 19aug2019. He was diagnosed with celiac disease and dilated cardiomyopathy. Despite medication titration, the patient continued to experience symptoms of hf, leading to a recommendation for heart transplantation on 24sep 2019. The patient¿s condition deteriorated rapidly, necessitating vasoactive drugs for hemodynamic support. Subsequently, a hm3 was implanted on 13dec2019. The patient experienced infection and cerebral ischemic attack. He was discharged home after 30 days with anticoagulation therapy. He stayed at home for 6 months and received outpatient clinic follow-up until 16jul2020 he experienced abdominal pain and driveline secretion, leading to his admission to the hospital due to a driveline infection. He remained in the hospital until his heart transplantation on 14mar2021. This is the first pediatric patient who has received an implanted heartmate 3 in brazil.